Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that the patient presented to the emergency room after receiving three shocks from the subcutaneous implantable cardioverter defibrillator (s-ICD). Upon interrogation it was noted that the shocks were due to twave oversensing along with double and triple counting of the t-waves. It was noted that the r wave amplitude decreases when the patient's heart rate increases. Further review found that two shocks were associated with the morning before the patient receive dialysis and one was from the day after dialysis. The vector was reprogrammed from secondary to primary. During the night the patient ended up receiving eight additional inappropriate shocks from twave oversensing. The eight shock was proarrhythmic and put the patient into a ventricular fibrillation (vf). The patent became dizzy and lightheaded. The ninth shock converted the arrhythmia. It was noted that the patient's kidney physician had taken him off of a beta blocker. Subsequently a revision procedure was performed where the s-ICD and electrode were explanted and replaced with a transvenous cardiac resynchronization therapy defibrillator (crt-d). No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Visual inspection identified body fluid in the lead barrel, no other anomalies were observed. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Review of the electrogram showed very wide twaves. The signal morphology changes were determined to be enough to cause the t-wave oversensing during each treated episode. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
This report is being filed to update the conclusion code as per additional review of analysis was performed.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Visual inspection identified body fluid in the lead barrel, no other anomalies were observed. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Review of the electrogram showed very wide twaves. The signal morphology changes were determined to be enough to cause the t-wave oversensing during each treated episode. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
This report is being filed to submit the analysis results.